Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). UDI related information will be updated once serial# of the pump is available. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that when replacing the helium cylinder of cs300 intra-aortic balloon pump (iabp) by opening,it does not fill the counterpulsator circuit as if the valve did not open.instead, trying to open the cylinder not connected to the counterpulsator the gas was delivered.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b5, h6 (health effect: impact code). A getinge field service engineer (fse) states the customer fixed the problem by itself, most likely they made a mistake when they positioned the cylinder in its seat. They never reported others problem or asked for a repair. These infos aren't available because nobody went on site to repair the device.

Event description:
It was reported by the customer that when replacing the helium cylinder of cs300 intra-aortic balloon pump (iabp) by opening, it does not fill the counterpulsator circuit as if the valve did not open.instead, trying to open the cylinder not connected to the counterpulsator the gas was delivered. No harm or injury reported.